Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-09362 and 2134265-2016-09330. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross x imaging catheter and a pullback sled to view the target lesion. During post intravascular ultrasound (ivus), the motordrive unit was unable to perform an automatic pullback. No patient complications were reported and the patient's status is good.